Event description:
Additional information was provided from a healthcare provider (hcp) stating that they required a second course of antibiotics due to undergoing two surgical interventions. The first procedure involved implant placement in the low back sacral area. However, because the patient was dissatisfied with the location, a pocket was created in the abdominal wall, and the pump was relocated. The second antibiotics were administrated following the relocation procedure. It was noted that there were no infections. The pain remains unchanged from its original presentation. The healthcare provider stated that while on the initial dose of intrathecal hydromorphone, he was not ill but reports that he simply felt unwell and lacked the motivation to do anything. The patient did not report any problem with diarrhea. The 11 back surgeries the patient had were not related to medtronic device or therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for spinal pain indications. It was reported that the patient had been sick since the pump was implanted on "(B)(6)". The patient stated that they learned more on the internet than they had in the 2 years of the doctor working with them to get the implant. Per the patient, "they put it in the wrong place; they told me they have to wait a month before they can put any medicine in it". Per the patient, "they put it over my left hip, the one place in my body, I didn't want it". The patient stated that their doctor told them they were not qualified to implant the pump in the stomach, so it was implanted in the hip. The patient wanted the pump removed. The patient mentioned that this was their 12th back surgery and they had "so much work done" on their hips and they did not want it on their hip. The patient also mentioned that they had about 5 new scars on their back to match the other 3 that they already had there. The patient stated that the 3 scars they already had on their back were 6, 14, and 6 inches long. The patient received a bill from the doctor but did not feel like they had received enough information about what was going on. The patient was on their second round of antibiotics and they still could not eat, and diarrhea, and could barely even drink anything. The patient was still taking oral medication; the patient's main objective was to get away from taking pills. The patient was still in a lot of pain. The patient confirmed that there was no medicine in the pump currently. The patient asked if they would have to have another pump or if the current pumpcould just be moved. The patient asked multiple times why they had to wait a month before having another surgery and why no medications were in the pump. The patient inquired if there was a different facility that could implant the pump for them. The patient asked about the percentage of patients that had their bodies reject the implant. Patient services reviewed information and redirected the patient to the healthcare provider (hcp). Patient services sent the patient physician listings, as requested by the patient. Additional information received indicated that the patient's pump was not helping him managing his pain because, per his doctor, it could not be refilled until his wound was healed. So, the device was not really doing anything for him.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.